Manufacturer narrative:
We received one single dpt - vamp adult kit for examination. The reported event of "line detached from the vamp-adult" was confirmed. The pressure tubing had detached from the bond joint with the vamp reservoir stopcock. Indications of bonding solvent were evident on some locations of the tubing bond surface area. The tubing outer diameter was measured and found to be within specification. A review of the manufacturing records indicated that the product met specifications upon release. Detached tubing will most likely occur during manipulation of the product by the clinician. Because the clinician is present, the stopcock can be used to stop the flow of blood, preventing blood loss. The system can be exchanged easily for another one, causing a minor delay in treatment or monitoring. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. The 510k number is unknown at this is a custom defined product.

Event description:
It was reported that during use of this pressure monitoring set, the pressure line detached from the vamp-adult, at the two-way stopcock. A new pressure monitoring set was used and worked successfully. There was no allegation of patient injury. The pressure monitoring set was available for evaluation. Inquired of patient demographics. The reporter was unable to obtain.